Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ac charging module is not charging properly and had no signal. There was no patient involvement.